Manufacturer narrative:
The ge representative performed an on site investigation. The circuit boards and connections to the aspect box were reseated. The system was then found to be operating as intended.

Event description:
The customer reported the left monitor was blank. No report of patient injury.